Event description:
After treatment of 600 ml plasma using futhan as an anticoagulant, the pt's face became pale, and pt went into shock. Further, pt's blood flow from venous access was insufficient. As a result, the treatment was discontinued prematurely. According to the treating physician, this pt had not taken ace-inhibitors.